Event description:
(B)(6) employee from our customer reported that during a pt transport the cot collapsed. Further he reported the fowler strut pivot and upper crosstube were broken. No one was injured. There were no sharp edges.